Event description:
It was reported that the insulin pump had cracks and scratches on the screen that interfered with the customer's ability to use the device properly. The customer did not know the blood glucose reading. She stated that the insulin pump did not beep during the prime process and that it had stopped delivering insulin; she noted that she had to restart the device. She was unsure whether the device had fallen off of her waist or off her wheelchair. She reported that the crack ran over some of the numbers and that she entered the wrong units of insulin because the crack made it difficult to see. She stated that the insulin pump began to deliver, but she suspended it. She declined troubleshooting and requested replacement of the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a scratched case was noted during the visual inspection. No cracks were noted on the display window.